Event description:
The core sumex drill was sent for evaluation due to running on its own without user activation during a spinal fusion procedure. The procedure was completed with a readily available alternate device without any procedure delay. No averse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.